Event description:
Adverse event: "no pt impact was reported" (no consequences or impact to pt). Product problem: "dull blade" (dull). The surgeon reported that during the surgery, the knife was blunt. Another knife was used and the surgery was completed without significant delay. No pt harm was reported. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).